Event description:
During a clinic follow-up, the device was unable to be interrogated. Additionally, egms were unable to be retrieved from the device. The device was explanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed, while the reported event of missing egms could not be confirmed. The device was received with the header detached from the device can. The header damage observed is consistent with damage from the explant procedure. Interrogation of the device could not be performed due to the broken header, and the device image could not be extracted to obtain any stored electrograms. Further analysis was performed and did not reveal any anomalies. The battery voltage has reached end of service (eos) level. A longevity assessment was performed, and the implant duration exceeds the total projected longevity.